Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra ping meter had meter memory issue ¿ with incorrect results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016; around 12- 1pm. The patient manages her diabetes with insulin pump therapy and made no change to her usual diabetes management routine as a result of the alleged product issue. The reporter claimed that 45 minutes after the alleged product issue began the patient developed the symptoms of nausea and dizzy. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and based on the information provided there was no misuse of the product. In addition cca noted that they were unable to resolve the alleged product issue. Replacement product was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.